Event description:
On (B)(6) 2025, the user reported experiencing a low blood glucose (bg) level of 53 mg/dl. The user treated the low with a spoonful of caramel and, about 30 minutes later, had dinner consisting of steak and macaroni without announcing the meal in the ilet. On (B)(6) 2025, reported as later the same evening, the user called back stating their bg was again 53 mg/dl. The user was advised to treat the low according to their healthcare providers guidance, avoid overtreating to prevent rebound lows, and continue monitoring and treating every 15 minutes until bg returned to range. The user reported no symptoms. No medical intervention was required.